Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The control board was determined to be defective. The customer was provided a quote for the repair and was not accepted at this time. Site visit & service to fix the system will be provided if the quote is accepted by the customer.

Event description:
The hospital reported the unit audibly alarmed and is not working on ac power or battery during pre-use checkout. There is no report of patient involvement.